Manufacturer narrative:
This report is being supplemented to provide a correction to d9.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to a crack on scope body, water tightness is lost; switch box has a scratch; switch1 has a cut; air/water cylinder has no color; suction cylinder had no color; right/left knob had discoloration; upwards/downwards knob had discoloration; grip is shaved; scope cover is shaved; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; plug unit is damaged; label on scope connector is damaged; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; image guide protector is damaged; jet tube had foreign objects; light guide lens has a crack; bending tube is deformed; connecting tube has a scratch; and due to clogging of jet tube in control unit, water cannot be supplied. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope jet tube had foreign objects. The issue occurred during an unknown event. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d5, d9 (update date from ter). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing was not conducted properly due to leakage from s-body. Subsequently, the materials were not possibly eliminated. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.